Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server customer was preparing for a (B)(6) registration conversion from (B)(6) for ((B)(6) facilities: (B)(6) hospital and (B)(6)). The conversion was scheduled to begin on the early morning at 4:00 am pdt on april 25th, with connectivity testing expected between 5:00 am and 8:00 am pdt. During this window, (B)(6) and facility resources would validate that (B)(6) were processing correctly post-conversion. However, there were no delays or adverse events or injuries reported based on this event.